Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op of retrosigmoid approach to a 2.2 cm acoustic neuroma last week, user hooked up the nim and tested it as usual. After the case started, user noticed that the nim machine was silencing the noise from the bovie, despite the silencer not being attached to the bovie cord. There was a message on the machine that it was silencing external noise. User then attached the silencer to the bovie cord after noticing that it was not attached. The neuromonitoring team was present as well during the case. Throughout the case, during manipulation of the facial nerve, the neuromonitoring team was detecting training activity and sub-threshold stimulation. They had the sound on their machine on, so we were able to compare that activity to the nim. Despite frequent and sometimes strong train activity on the neuromonitoring team¿s equipment (but likely below the set threshold of 100microv on the nim), the nim registered essentially no activity, or an occasional brief stimulus. User had the ¿event capture¿ feature turned off, so they were monitoring continuously, but the nim was only registering the normal baseline activity of 3-4 microv, no visible or au dible activity above or below the set threshold. However, stimulation with the incrementing probe worked perfectly as designed, including stimulating the nerve at 0.05 ma on all channels, visible on both the nim and the neuromonitoring team¿s equipment. This suggests to user that the machine was hooked up properly, the electrodes were in the correct position, but that the machine is filtering out the ¿noise¿ that is actually the sub-threshold activity that occurs when manipulating the facial nerve, which is so critical to our dissection. There was a short train activity at the end of the case that was detected by both the nim and the neuromonitoring team, which occurred during a period when user was not manipulating the nerve (probably related to irrigation or irritation from a small amount of bleeding). At that time the training was over the set threshold of 100 mv. The patient woke up with a significant facial nerve paresis (house brackmann grade 5).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.